Event description:
It was reported the patient had experienced increased spasticity for the past 6 months prior to the report and despite dosing increases the symptoms continued. A catheter dye study was performed on (B)(6) 2014 and results were negative. The hcp believed the patient needed flex dosing due to ¿med layering out¿. There was no reservoir volume discrepancies reported. The pump was used to deliver lioresal. Additional information was received and it was reported that the cause of the event was decreasing the medication for the patient¿s hyperbaric oxygen therapy. The patient had been undergoing hyperbaric oxygen therapy for a sacral decubitus ulcer. To allow more treatments for her wound, the pump had been decreased so that she could undergo the additional hyperbaric oxygen therapy and be refilled weekly so that the pump would be at almost full capacity. The patient experienced increased abdominal spasms related to the event. On (B)(6) 2014, the patient¿s pump was adjusted to a flex mode. A myelogram was done the same day and arachnoiditis was seen. Contrast did flow freely through the subarachnoid space when the patient was repositioned from supine to prone. The patient came in for adjustments on (B)(6) 2014 for another increase to the pump. The patient recovered without permanent impairment. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).